Event description:
Event description cpi received information that the patient presented to the e.r. For feeling dizzy. Interrogation of the implantable cardioverter defibrillator (ICD) noted it was in 'storage mode.' The ICD was not providing any pacing output and memory information appeared to be lost. The ICD is scheduled for replacement.